Event description:
The surgeon was performing an orthopedic procedure. During the procedure a tooth from the blade tip broke off. The piece was retrieved. The blade was removed from the sterile field. The remaining hospital inventory was reviewed. There are no additional blades with this lot number in inventory.